Event description:
From walmart pharmacy I purchased biofinity by cooper vision soft monthly contact lenses os+3.35, order wr240473751, june 12. Not only was I unable to see after about 10 days of using 1 lens, the contact lens is now lodged in my eye and I cannot find it or retrieve it. I also cannot see. I tried putting another one in there though I could see but had to remove it immediately because I could feel it pushing up against the 1 that is still in my eye. I have no idea how or when I will be able to remove the one that is stuck in my eye. FDA safety report ID# (B)(4).